Manufacturer narrative:
(B)(4). The exact age of the patient is unknown, however, it was reported the patient was over 18 years. (B)(4). The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific that an uphold (tm) lite w/ capio slim device was used during an anterior mesh repair on an unknown date. According to the complainant, during the procedure, the capio bullet was pulled off the suture on the first mesh leg implanted. The physician had used too much force when pulling the dilator/leg through the ligament. The procedure was completed with another uphold (tm) lite w/ capio slim device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.